Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error while the customer was playing basketball. The customer did not know the blood glucose reading, although she indicated that she had low blood glucose and treated with juice accordingly. She stated that the buttons became unresponsive and that the screen went blank as well. She changed the battery to no avail. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump powered up properly after battery installation and had operating currents within specification. The insulin pump was monitored and no blank display was noted. No damage was noted to the isolation tape. The insulin pump alarmed for a button error and had intermittent button response due to corroded keypad traces. No vibration anomaly was noted. The insulin pump was received with a cracked case at the reservoir tube, cracked reservoir tube lip, cracked battery tube threads, a cracked belt clip slot, and a shifted and stained end cap sticker.